Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned they cannot charge their ins. During the call, pt mentioned recharger antenna has been getting hot and recharge of ins has been taking 2 hours; pt first noticed this charge duration issue a couple of months ago. Pt mentioned ins had been completely depleted for a few weeks. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna. No symptoms were reported. Patient battery was dead. Tried antenna locator but it would pull out of dead state. Patient didn¿t charge device. Antenna locator 3 different time. Numbers ranged from 84-100. Directed patient to pt services to get a new recharging cord. Patient is going to call rep when it is delivered. Issue not resolved at this time.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharger cable insulation was peeling away at the donut end and wires were exposed; there was also a no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.